Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both low and high blood glucose while using the ilet without prior training, did not announce meals, and expressed interest in resetting the device and receiving training. Symptoms included dizziness, slurred speech, difficulty processing words or thoughts, thirst, and increased urination. Outcomes included self-treatment of hypoglycemia with oral carbohydrate and no need for medical assistance or hospitalization. Investigation included complaint intake, education and troubleshooting with a plan for retraining, and assessment of user handling and use conditions. Investigation of this case revealed user-related factors, including missed meal announcements and lack of training, which are consistent with expected device behavior when meal announcements are not performed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement and inadequate training.